Manufacturer narrative:
The manufacturer did not receive devices for review. Other source documents (surgical report of implantation) were provided. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008. Should additional info become available and/or the device (s) be returned for evaluation and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular cup on (B)(6) 2008, on the left side. The pt was revised on (B)(6) 2014, due to pain and a decline of overall function and mobility.